Manufacturer narrative:
The event of tenon tissue blocking tip of stent is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a patient experienced "tenon tissue blocking at the tip of the xen®45 gt" in the unknown eye. Treatment was noted as "wriggled the device with forceps." The device remains implanted.